Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va1cczv, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the lead was severed at the distal end. The rep stated it was unknown if there was any environmental, external, or patient factors that may have led or contributed to the issue. The rep reported an impedance test was performed after connecting to the extension. The rep reported there were no actions or interventions taken to resolve the issue at the time of the report. The hcp wanted to see if the patient wanted to redo the left lead placement. The issue was not resolved at the time of the report. The rep reported surgical intervention occurred, it was believe this was inference to the stage 2 procedure. The rep noted that at the stage 2 surgical procedure, it was discovered that the left brain lead had a break in the insulation just above the protective boot. The wire inside the insulation were severed and retracted. It was noted that all contacts showed greater than 40,000 impedances on the left side. The patient was listed as alive no injury at the time of the report. The rep reported the following impedances at an amplitude of 3.00 on the left side c and 0 > 40,000, c and 1 > 40,000, c and 2 > 40,000, c and 3 > 40,000, 0 and 1 > 40,000, 0 and 2 > 40,000, 0 and 3 > 40,000, 1 and 2 38,641, 1 and 3 > 40,000, and 2 and 3 38,175. Additional information from the rep reported no further action had been taken as of december 27th 2016. The patient is implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.